Event description:
Related manufacturer reference number:2017865-2024-71058 and 2017865-2024-71059. It was reported that patient's atrial lead was dislodged and fractured. Patient's pacemaker and right ventricular (rv) lead exhibited malfunction. The atrial lead, pacemaker and rv lead was explanted and replaced. The patient status was unknown.